Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device intended for use in treatment, was returned for evaluation. Instructions for use contains recommendations and precautionary statements for proper use of product. Please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. No anchors or suture was returned with the device. The device and needle themselves displayed no damage. The depth limiter was attached. It was distorted, creased and flared. That symptom aligns with tissue resistance and difficulty reaching desired anchoring location. The device cycled and actuated as expected. Per instructions for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ complaint history review indicated a similar allegation for the lot number reported. Batch review did not indicate a condition or product, procedure failure that supported the allegation. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a knee procedure, the fast-fix t1 was successfully deployed through the meniscus. After moving 4mm to the side of t1, t2 was deployed. However, as the surgeon was removing the device, t2 came out. All of the anchors were removed from within the patient. There was a backup device available. No significant delay or patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: one fast-fix 360 curved needle delivery system device intended for use in treatment, was not returned for evaluation. Due to unavailability, the evaluation was limited. Please note: inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Instruction for use contains instructions, precautionary statements and recommendations for proper use of product. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1) inadvertent deployment during unpackaging. 2) inadvertent twisting or bending of the delivery needle. 3) incomplete needle penetration through meniscus. 4) improper spacing of anchors. (Insufficient suture slack pulls opposite anchor) 5) difficulty with reaching the desired tissue location. 6) inadequate tissue conditions. 7) entanglement with other instruments or devices. Please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. This includes during removal from the paper carrier. Per instructions for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition or product/procedure failure that supported the allegation. No root cause related to the manufacturing of this device was confirmed. Product met specifications upon release to distribution.